Manufacturer narrative:
Findings: unit had no button response on the act button due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify if the units remaining in the status screen matches the test reservoir volume due to no button response. Unit had a missing display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and a partially broken reservoir tube lip. No damage noted on the original battery cap.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 41 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had been experiencing low blood glucose levels for a month. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.